Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in a supplemental report.

Event description:
Pt reported the buttons do not always respond when he tries to unlock the infusion device. The infusion device was replaced and requested for eval. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
The buttons passed the optical and functional investigation successful and meet the specification. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.